Event description:
Undergoing roux-en-y gastric bypass. Reprocessed harmonic scalpel - one blade curved and one blade straight. Inadvertent bowel perforation potentially resulting in small bowel resection.